Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose and was not responsive. Customer received a glucagon shot and was taken to the hospital via ambulance. Customer was admitted to the hospital on (B)(6) 2015 with blood glucose of 112 mg/dl. It was reported that meter and insulin pump's readings were fifty points off. It was reported that customer had low blood glucose for one week. Reason for customer's low blood glucose was unknown.